Manufacturer narrative:
(B)(4). The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection revealed excess drug precipitate that appeared to be viscous in the solution of the bladder. The reported issue of no flow was confirmed, however, the direct cause of the flow problem was due to excess drug precipitate and drug viscosity. The device was determined to be a conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate would not allow flow of medication during priming. The device was filled with 4500 mg of piperacillin/tazobactam in 50 ml of 0.9% sodium chloride. There was no patient involvement. No additional information is available.